Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was capped due to product performance issue. Patient presented with multiple syncopal episodes. There could be a possible fracture on the lead.